Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy/ pregnancy (ectopic)"), uterine perforation ("migration of essure / perforation/ perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tubes)") and menstrual disorder ("menstruation issues") in a 41-year-old female patient (gravida 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain/ pain pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal), surgery (essure removal), surgery (essure removal) and surgery (dilation and curettage). Essure was removed in (B)(6) 2011. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the uterine perforation, fallopian tube perforation, menstrual disorder and pelvic pain had resolved. The reporter considered ectopic pregnancy with contraceptive device, fallopian tube perforation, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff underwent dilation and curettage due to complications from the essure device. The plaintiff experienced two previous pregnancy episodes captured under the cases (B)(4) and (B)(4) respectively. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure stop date (B)(6) 2011 was added. Event pregnancy (ectopic), perforation (uterus), pelvic pain were clubbed with previously reported event. Events device dislocation, fallopian tube perforation, medical device monitoring error were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), uterine perforation ("perforation") and menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), menstrual disorder (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (dilation and curettage). At the time of the report, the ectopic pregnancy with contraceptive device, uterine perforation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff underwent dilation and curettage due to complications from the essure device. Case 2017-181796 is linked to second pregnancy case 2017-181856. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.